Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "needs to be calibration because the displacement is off" was not confirmed and not reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility reported an infuso.r. Pump that "needs to be calibration because the displacement is off". This event occurred during biomed testing in biomed service. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.